Event description:
Pt reported experiencing low blood glucose levels of 43-47 mg/dl. Her normal range was 80-120 mg/dl. She mentioned symptoms of excessive sweating, tiredness, and headache. Pt indicated that she raised her blood glucose level by eating "glucose tablets". She reported experiencing an increase in stress. Pt switched to backup device. No medical assistance was required. Product was requested to be returned for eval.